Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material was unable to be identified and the root cause was unable to be determined. The event can be prevented by following the instructions for use which state: "chapter 3 preparation and inspection, section 3.3 inspection of the endoscope and section 3.8 inspection of the endoscopic system. [Inspection of the endoscope]. - inspect the air/water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents, or other irregularities. [Inspection of the objective lens cleaning function]. -inspection of the water feeding function. 1 keep the air/water valve¿s hole covered with your finger. 2 depress the valve. Observe the endoscopic image and confirm that water flows on the entire objective lens." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed, the image was not found to be cloudy. However, the water removal ability did not meet the standard value due to the clogging of the nozzle which caused insufficient air to clear water from the objective lens. The device evaluation found that the nozzle had foreign objects due to insufficient cleaning. Additional findings include the following: the bending angle in the up direction did not meet the standard value due to wear of the angle wire, the adhesive on the bending section cover had a chip / crack / white-clouded area, the universal cord had a scratch / wrinkle, the image guide protector had a scratch, the plastic distal end cover had a scratch, and the connecting tube had a scratch. The investigation is ongoing, a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the evis lucera eite colonovideoscope screen was fogged up. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: the nozzle had foreign objects due to insufficient cleaning. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.